Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube assembly and the hemostasis sheath. There were blood-like substances on the returned device. The returned device was subjected to visual analysis. The locking mechanism was not set to full rear lock position. The anchor was observed to be released at the tip of the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed on the returned sample. The device cap was pulled back to set the locking mechanism to rear lock position. The anchor was observed to be posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen, tamper tube and suture were observed to release. No functional anomalies were observed. The complaint can be confirmed for partial deployment pullout. The exact root cause cannot be determined. The likely root cause is failure to place the device in rear lock position prior to pulling back on the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - director of cardiovascular services. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the entire angio-seal closure device pulled out (footplate and all) without deploying. This was post- percutaneous coronary intervention (pci). Extremely long manual hold to obtain hemostasis (90 min manual hold). The patient was administered protamine, hydralazine to help lower the b/p and inserted a foley. The vascular surgeon was consulted to evaluate and follow the patient for further possible complications that may occur. Currently the patient is stable and there is no apparent injury. The patient was kept overnight in observation for additional monitoring. There was no patient injury, medical/surgical intervention required. Additional information was received on 10august2021: the procedure performed was a diagnostic catherization with subsequent pci. The access site was the right femoral artery (6fr sheath). There were no issues/difficulties documented or noted with arterial access, sheath, guidewire, or catheter insertion. There were no issues/difficulties documented or noted with insertion of the closure device. The device did not deploy. The entire device pulled out including the footplate. There was no extensive blood loss due to quick and timely intervention. Manual pressure was applied immediately. A large hematoma formed at the site with continued manual pressure held at the site. Protamine was administered as ordered. There was no noticeable damage to the closure device. The patient remained stable during the event and was admitted for extended observation/recovery.